Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the complaint could not be adequately investigated due to inability to power on the pump. Unrelated to the original complaint, there was evidence of corrosion found in the battery compartment and the battery compartment was found to be cracked. Leak testing revealed a leak at the battery compartment cracked. The pump casing was removed and there was no evidence of any additional moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.